Event description:
Information was received indicating that this cadd extension set exhibited leaking while in use with the patient. No adverse effects reported.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating that there was no patient injury due to the reported event and patient information.

Manufacturer narrative:
Report source medwach number was corected to mw5082052.